Event description:
It was reported that 4 pass was performed using the subject device retriever and aspiration catheter for cardio embolic developed on the left m2. Pre procedure, the patient neurological assessment showed a thrombolysis in cerebral infarction (tici) of 1 and mrs (modified rankin score) of 4. The procedure was completed with tici of 2b and mrs of 6. Approximately one day post procedure, the patient CT (computed tomography) scan and MRI (magnetic resonance imaging) showed the cerebral hemorrhage (ph-2), symptomatic intracranial hemorrhage and sah (subarachnoid hemorrhage). It is unknown if the hemorrhage was treated. It was reported that the patient passed away fourteen days post procedure and the cause of the death is unknown. No other information was provided. Update information: received additional information on 10-nov-2020 indicated that the patient death was caused by the patient¿s preexisting condition.

Manufacturer narrative:
Section b2 outcomes attributed to ae: updated. Section b5 executive summary - updated. Section h1 type of reportable event: updated. Section f10 health impact code grid : corrected - death has been removed. Although the DHR (device history record ) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates the cause of death and hemorrhage was due to the patient¿s preexisting condition. The reported 'patient intracranial hemorrhage' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that 4 pass was performed using the subject device retriever and aspiration catheter for cardio embolic developed on the left m2. Pre procedure, the patient neurological assessment showed a thrombolysis in cerebral infarction (tici) of 1 and mrs (modified rankin score) of 4. The procedure was completed with tici of 2b and mrs of 6. Approximately one day post procedure, the patient CT (computed tomography) scan and MRI (magnetic resonance imaging) showed the cerebral hemorrhage (ph-2), symptomatic intracranial hemorrhage and sah (subarachnoid hemorrhage). It is unknown if the hemorrhage was treated. It was reported that the patient passed away fourteen days post procedure and the cause of the death is unknown. No other information was provided.